Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had a cardiac ablation where the device was not placed in surgery mode. Subsequently, external devices are unable to connect to the ipg. Surgical intervention may be pending.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Corrected data: b5: it was previously reported the patient underwent a cardiac ablation and didn't place their ipg into surgery mode. It should have stated the patient underwent shoulder surgery and did not place their ipg into surgery mode.

Event description:
Additional information received indicates the patient underwent an ipg replacement to address this issue.